Event description:
The customer reported motor error alarm during normal use. The customer stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test. The insulin pump also continued to alarm motor error during the manual prime. The insulin pump passed the prime test after changing the reservoir. The customer did not want to continue troubleshooting as she didn't want to waste insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.